Event description:
It was reported that infusion set was leaking at site on (b)(6) 2026.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged Additional information - This Medical Device Report (MDR)is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summaryE1: Name: (b)(6)Country: United States of AmericaAddress - Line 1: 1(b)(6) Complaint Investigation Results: Review of complaint record Database event description and all available information was completed, and lot number 6008317 was provided. Complaint was classified as Reportable under malfunction code Insertion site egressâ trace moisture / superficial wetness.A query was run in the Electronic Quality Management System (eQMS) on 25-JUN-2026 against "Lot Number" "6008317" and similar Malfunction Code(s)A total of 5 records were identified for this lot, including similar related issues, which triggered a Corrective and Preventive Action (CAPA) determination. A Corrective and Preventive Action (CAPA) determination was performed as part of Database for the same malfunction and part number. See attachment 2383087_Corrective and Preventive Action (CAPA) Determination for more information in the child record. A non-conformance (NC)/Corrective and Preventive Action (CAPA) query search was run in the Electronic Quality Management System (eQMS) system performed on 25-JUN-2026 against "Lot/Batch Number" "6008317". No records were found.Batch Record Review:Sub assembly batch record with lot 4F04435 for the main batch record with lot 6008317 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code.Corrective and Preventive Action (CAPA) determination:Based on the complaint investigation and statistical analysis performed as part of the Corrective and Preventive Action (CAPA) determination, no Corrective and Preventive Action (CAPA) is required. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts).Root Cause of Problem:N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA), therefore no further root cause investigation has been completed.Corrective Action as a result of the Investigation:N/A - This Complaint did not require escalation to Corrective and Preventive Action (CAPA), therefore no Corrective and Preventive Action (CAPA) plan is available. Summary Conclusion:Based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545